Event description:
Procedure type: low anterior resection, double staple. According to the reporter: the procedure was completed successfully with no leaks and the tissue donuts were well formed. Three days post operative, a leakage occurred at the proximal side of the anastomosis and the pt was re-operated to correct the leakage. No pt bleeding or injury were reported.